Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. Furthermore, adhesive around the light guide lens had foreign material. Based on the results of the investigation, the foreign body could not be identified. The root cause of the residual presence of foreign objects in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign materials in the adhesive from the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.